Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, there was blood leakage from cracks on two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received four photos for investigation. Evaluation of the photos indicated a split female luer adapter. Additionally, a total of ten retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked prduct. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, there was blood leakage from cracks on two (2) units. No adverse impact was reported regarding the patient or user.